Manufacturer narrative:
On 10/22/2018, additional information about the event and patient were received which indicate the patient¿s weight at time of event was 60 kg. There were no issues related to temperature or flow on the catheter during the procedure. There were no error messages displayed on any bwi equipment. The generator was in power control mode. The patient received anticoagulant (unspecified) during the procedure. Additionally, they advised of the stockert j70 being a concomitant bwi product (serial # (B)(4)). Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 30036313l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(6). Manufacturer's ref. No:(B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cerebrovascular accident. During the procedure, there was difficulty during pulmonary vein isolation, the physician applied a lot of ablation near of roof on the left pulmonary vein. After the procedure, when the thermocool® smart touch® sf bi-directional navigation catheter was removed from the patient¿s body, char was noticed on the tip of the catheter. There were no issues with the catheter during the procedure. A few days after the procedure, the patient suffered cerebrovascular accident. There¿s no information that medical/surgical intervention could have been required. Patient¿s outcome is unknown. The physician commented that considering the size of char attached to the catheter, it's hard to attribute the causality of the adverse event to the catheter. He thinks that various factors overlapped; however, the direct cause is unknown. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly.